Event description:
It was reported that the camera head's connector that went into the box was bad. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The unspecified procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, e2, e3, g2, h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damaged connector seal, lines showed on the image, faulty charged-coupled device. Based on the result of the investigation, the cause of the bad connector was likely due to a damaged connector seal, and the lines shown on the image were likely due to a faulty charged-coupled device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.